Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable pulse generator (ipg) was reported due to an associated event. Device data was analyzed and the device tested out of specification. The device remains in use. No patient complications have been reported as a result of this event.